Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced arteriosclerosis obliterans. The target lesion being treated was located in the mid left anterior descending (lad). During the index procedure, the physician implanted a 2.50x16mm taxus express2 stent. At an unknown date post-index procedure, the patient experienced arteriosclerosis obliterans. In (B)(6) 2010, the patient's dosage of pletal was increased. No anginal symptoms were revealed during a 2-year follow-up performed.